Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous and heavily calcified lesion in the proximal left anterior descending (lad) artery. The 2.25x15mm rx trek balloon dilatation catheter was advanced to the lesion with resistance noted. The balloon ruptured at 10 atmospheres during the first inflation. The procedure continued using a new same size balloon catheter and deployment of a stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.